Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed asked for technical support that the arctic sun device was not working. Device powered on, sounds like a flow issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation unit did not have a screen protector and installed test circulation pump to fill in deacon. Disassembled circulation motor from pump / motor shaft frozen. (Arctic sun 5000) no error code observed. Circulation pump was serviced; circulation pump motor was replaced. Device underwent 2000-hr pm procedures. Heater, manifold o-rings, drain valves, tank tubing, coin cell were replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed asked for technical support that the arctic sun device was not working. Device powered on, sounds like a flow issue. It was reported that the arctic sun device had flow issues and was due for 2000-hour service. Per additional information updated from ttm, biomed needs quote for repair and replacement parts for device. Sn (B)(6). Per review of wo, it was determined that the device had a failed circulation pump. Biomed requested 2k pm.